Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that when they 1st got the device, they were getting shocks down their leg. The patient said they talked to the mdt rep . Patient said they decreased the stim and put it on a different program, which resolved the shocks. Patient said the shocks were caused by the device being turned up too high. Patient said they are having pain at the implant site. The patient said they can't lay on their back. Patient said they can't put any pressure where the ins is. The patient said, "the pain is horrible.". Patient can only sleep on their left side. The patient also reported restless, jumpy legs which the patient described as annoying. The patient got their eyelashes done yesterday, and they turned on their side and were propped with a pillow, and the pain was better. The patient turned the stim back on after their eyelashes were done. Last night they crawled into bed on their right side, and the pain was excruciating, and it took over a 1/2 hour for the pain to go away. Patient is on program 6 and decreased stim from 3.0 to 2.1. The patient can barely feel stimulation in their vaginal area but feels stimulation in their rectum. The patient said both knees feel like rubber but it has improved since turning the stim down. Patient was implanted last thursday. Patient feels the pain at the implant site is being caused by the position of the ins and not the stim sensation. Redirected to hcp to discuss. The patient said the cords that came with/ the external devices didn't fit and don't work. The patient alerted and advised the patient it was an unopened box. Patient is using 2 of their own cords to charge the communicator and handset.